Event description:
During the coronary stenting procedure, the 2.5 x 33mm cypher select stent was deployed in the lad. The physician had difficulty removing the balloon because it was sticking to the stent. There was no patient injury. The target lesion was calcified. The stent was deployed at 14 atm for 22 seconds. There was no difficulty inflating the balloon and the balloon looked normal under fluoroscopy.

Manufacturer narrative:
This device crb 33250 (lot i0806119) is distributed outside the united states; however, it is similar to the united states product. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.